Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is 66 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:cardiac resynchronization therapy reduces ventricular arrhythmias in primary but not secondary prophylactic implantable cardioverter defibrillator patients: insight from the resynchronization in ambulatory heart failure trial. Circulation arrhythmia and electrophysiology. 2017; 10(3).

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (ICD). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patient deaths and patients who experienced inappropriate detections of ventricular arrhythmia. The status of the devices is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the physician/author who indicated that the deaths have been previously reported as part of the raft trial. No further information was provided.